Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal end of left anterior descending artery. A 2.50 x 16mm promus element drug-eluting stent was advanced but could not cross the lesion. The device was withdrawn and it was noted that the stent struts were slightly lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Corrections: device lot number corrected from 0022363494 to 0022249272. Device expiration date corrected from 12/30/2019 to 12/04/2019. Device manufactured date corrected from 07/03/2018 to 06/07/2018. Device evaluated by MFR.: promus element, mr, ous 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal end of left anterior descending artery. A 2.50 x 16mm promus element drug-eluting stent was advanced but could not cross the lesion. The device was withdrawn and it was noted that the stent struts were slightly lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.